Event description:
The plaintiff's attorney alleged that the plaintiff experienced a cardiovascular event on (B)(6) 2011, after the use of the product.

Manufacturer narrative:
This reported event is on the same patient involving two separate products and associated with MDR # 1225714-2013-01081.

Manufacturer narrative:
Additional info received from the plaintiff's attorney indicated that the pt has expired. This is one of two device reports for this event. Associated MFR report numbers: 1225714-2013-01080 and 1225714-2013-01081.

Event description:
Additional info received reported that the pt subsequently expired.